Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: based on the imaging review and the provided information in this complaint file, it was possible to confirm that the bare stent of the distal component was involuted. The involution of the bare stent was a consequence of advancement of the proximal component in between one of the bare stent apices which was then trapped under the end of the proximal component causing the struts to bend. This occurred as a result of wire reintroduction after distal component implantation before implantation of the proximal component . The iliac arteries and aorta were moderate to severely tortuous and calcified. The combination of the condition of the vessels and the advancement of the proximal component in between one of the bare stent explains the strong resistance felt when introducing the delivery systems. The distal component sealing stent was flush with the aneurysm's distal neck, but the distal seal zone length is zero, making an endoleak possible. It was assessed that the involuted stent would complicate the extension of the sealing zone by an additional device. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2016: a patient underwent tevar for descending aorta aneurysm. The access route was narrow (not circumferentially though), but the physician judged that the patient was suitable for the procedure. When advancing the first device (zteg-2d-34-136-pf/(B)(4)), the physician encountered strong resistance due to narrow access route and tortuosity in the aorta. However, the delivery system could be advanced to the target site and the stent graft was deployed with following the standard procedure. Since a wire guide used with the first device was accidentally slipped outside the patient prior to inserting the second device, it was reinserted into the patient. When advancing the second device (zteg-2p-34-152-pf/(B)(4)), the phsycian encountered strong resistance, but the delivery system could be advanced to the target site and the stent graft was deployed. Touch-up was performed with gore's balloon named tri-lobe though, rupture of the balloon occurred twice. On (B)(6) 2016: three months post-procedure non-contrast CT confirmed that the distal barbed bare stent of zteg-2d-34-136-pf/(B)(4) lay inward/laterally. However, there have been no adverse effects to the patient reported and the patient recovered. Since contrast was not used, it could not be determined if endoleak occurred. Contrast CT will be performed on the next follow-up to see if there is endoleak, and additional treatment will be held only if necessarry. Patient outcome: the patient recovered.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2016: a patient underwent tevar for descending aorta aneurysm. The access route was narrow (not circumferentially though), but the physician judged that the patient was suitable for the procedure. When advancing the first device (zteg-2d-34-136-pf/(B)(4)), the physician encountered strong resistance due to narrow access route and tortuosity in the aorta. However, the delivery system could be advanced to the target site and the stent graft was deployed with following the standard procedure. Since a wire guide used with the first device was accidentally slipped outside the patient prior to inserting the second device, it was reinserted into the patient. When advancing the second device (zteg-2p-34-152-pf/(B)(4)), the physician encountered strong resistance, but the delivery system could be advanced to the target site and the stent graft was deployed. Touch-up was performed with gore's balloon named tri-lobe though, rupture of the balloon occurred twice. On (B)(6) 2016: 3 months post-procedure, non-contrast CT confirmed that the distal barbed bare stent of zteg-2d-34-136-pf/(B)(4) lay inward/laterally. However, there have been no adverse effects to the patient reported and the patient recovered. Since contrast was not used, it could not be determined if endoleak occurred. Contrast CT will be performed on the next follow-up to see if there is endoleak, and additional treatment will be held only if necessary. Patient outcome: the patient recovered.